Manufacturer narrative:
Analysis f the returned ipg model sc-1140, sn: (B)(4) revealed that the complaint was confirmed. The ipg was completely depleted to zero volts. An internal electrical investigation confirmed that the sleep current is excessive and asic-u1 was overheating. Since the device had been working normally prior to the previous lead revision the damage was likely caused by an electro cautery usage during the revision.

Event description:
A report was received that a patient experienced remote communication issues and a loss of stimulation the day after a lead revision procedure where mono polar electro cautery was used. See MFR 3006630150-2019-01912. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that a patient experienced remote communication issues and a loss of stimulation the day after a lead revision procedure where mono polar electro cautery was used. See MFR 3006630150-2019-01912. The patient underwent an ipg replacement procedure and was doing well postoperatively.